Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that insulin pump received a motor error alarm and no delivery alarm. Customer's blood glucose was 440 mg/dl. Customer was not sure of status of drive support cap. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with no button response due to a flattened act keypad dome. Unable to perform the functional testing due to the keypad anomaly. Unable to verify the excessive no delivery or motor error alarms due to the keypad anomaly. However, the motor passed the motor test. The drive support disk was inspected and no anomaly was noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip and a cracked lcd window.